Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Medical product-zimmer tm reverse base plate catalog#:00434901500 lot#:63480530. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-05194. Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a reverse shoulder arthropalsty revision procedure approximately three (3) months post-implantation due to incorrect placement of the glenosphere on the base plate, leading to disengagement of the part from the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.